Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Additional information requested and received: what were the indications for surgery? - bariatric surgery (gastroplasty) technique bypass. How was the defect/fistula corrected in primary procedure? - the problem was corrected with the use of suture wire, whole gastro anastomosis. How long post-op did issue occur? - 04 days after procedure what color cartridges were used? - blue cartridge 6r45b 05 units - white cartridge tr45w 02 units please describe staple form. Was entire staple line malformed? - there was a bad formation on 01 clamp across the line. Is it routine for surgeon to place drain for this surgical procedure? - team uses our drain in all procedure code 2228 (15 fr) and 2160 (reservoir). What is the current patient status? - patient was discharged, after return of the head of the team will have more detailed information of the current state of the patient.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that after a gastroplasty bypass procedure, there was a poor formation in the staple line in a staple (fistula), which required further intervention. Correct surgical protocol, but after discharge of patient, the patient presented pain and a leak was detected by the drain by the methylene blue test. This led to a further hospitalization after four days for correction of the entire gastro anastomosis fistula with suture. One device was discarded.